Manufacturer narrative:
(B)(4). Physio-control evaluated the device. From the downloaded electronic patient records, it was observed that the device had indeed powered off. However, the reported issue could not be reproduced. As soon as proper device operation has been confirmed through functional and performance testing, the device will be returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had automatically switched off several times during use on a patient. It was reported that the device was used with fully charged batteries. The device could be powered back on each time, but it switched itself off approximately every two minutes.  No further details on the patient or patient outcome were provided.